Event description:
3 syringes obtained from infusion therapy. All have same lot # 4079615. Plunger easily pulls out of syringe when drawing back. Ref 306545. 10cc syringe. No known harm to patients.these are 10cc prefilled ns syringes.